Event description:
It was reported via phone call that customer dropped insulin pump causing display screen to freeze. Customer also reported that keypad was not responding and a button error alarm was received. Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked belt clip slot. Unit received missing end cap sticker.